Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR. Corrected fields: d4 (must remain blank, since serial number remains unknown) olympus will continue to monitor field performance for this device.

Event description:
The customer reported the event was found during preparation for use. The procedure was a diagnostic colonoscopy and completed using similar device without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection. The allegation of a b30 (scope communication) error was not confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Troubleshooting steps were provided to the customer. The customer replied that they were able to complete a case following troubleshooting and would be ordering a cleaning kit to clean the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported a b30 (scope communication) error was displayed on the video system center when connecting series 190 endoscopes. There was no harm or user injury reported due to the event.